Event description:
It was reported that a user experienced frequent low blood glucose episodes after switching from a prior cgm to a freestyle libre 3 plus integrated with the ilet, including a documented fingerstick of 45 mg/dl that was treated with oral carbohydrates, and noted intermittent loss of cgm connectivity with no alerts followed by a subsequent reading of 367 mg/dl when the system came back online. Symptoms included dizziness and perceived hypoglycemia awareness. Outcomes included self-treatment with oral glucose and no hospitalization. Troubleshooting and education were provided during the call, including review of connectivity and alert behavior. Investigation included a complaint review and user-reported device performance assessment. Investigation of this case revealed an unclear cause for hypoglycemia with reported intermittent cgm data availability and absent alerts, and the device was reported as operating after reconnection. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.